Event description:
A home patient (hp) reported to baxter (B)(4) that during use the connection part of the patient line became disconnected so the hp started over with new supplies. There was patient involvement but no injury reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed in the lab. The results of a sample evaluation revealed that the tubing was not rf (radio frequency) welded onto the luer. A batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.